Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call low blood glucose levels and rewind anomaly. Customer's blood glucose level was 38 mg/dl. Customer advised when they want to reset the vial the piston does not go back. Customer advised the insulin pump at times was under delivering insulin and other times over delivering insulin. Customer advised they are unable to troubleshoot because they are driving and it is dark. Customer was advised to call back as soon as they could to troubleshoot.